Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00315. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician mistakenly placed the distal marker band of the lantern just proximal to the tip of the guide catheter and then attempted to deploy the ruby coil into the patient. Consequently, while the ruby coil was being advanced through the lantern, it became tangled within the distal segment of the guide catheter. The physician attempted to retrieve the ruby coil from the patient; however, it became stretched. The stretched ruby coil, the lantern and the guide catheter were removed from the patient. The physician then completed the procedure using another manufacturer's coils and the same guide catheter. There was no report of an adverse effect to the patient.